Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds with no capture, oversensing of noise with short v-v intervals, and undersensing of r-waves postoperative. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The outer and inner insulation and overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.